Event description:
It was reported that customer experienced cgm error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return, and successfully started new sensor session; no further issues were reported.